Manufacturer narrative:
The referenced patient pump exchange due to infection reported under MFR report number 2916596-2016-02119. Approximate age of device - 1 year, 7 months. The excised percutaneous lead (driveline) is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted on (B)(6) 2018 for elevated pump¿s power and flows, fever, nausea, vomiting and abdominal pain. The patient had a history of pump exchange ((B)(6) 2016) due to traumatic bowel perforation and wound infection at a driveline exit site. The log file was submitted for evaluation. The manufacturer¿s technical services representative reviewed the submitted log file and observed an increase in power over time. The patient was started on a heparin infusion. An echocardiographic ramp test revealed that an aortic valve did not close with speeds up to 12000 rpms and the pump stopped. An ejection fraction (ef) at the time of admission was 40-45%, and lvidd (left ventricular internal diameter end diastole) at 4.72 cm indicating a good native recovery. The patient was started on milrinone infusions and was disconnected from peripherals as not being a candidate for transplant or pump exchange due to multiple comorbidities and chronic infection. The patient underwent a pump pocket washout, and on (B)(6) 2018, a permanent driveline excision was performed. Additional information was requested but was not provided.

Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.